Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a detached retainer is confirmed and appears to be manufacturing related. Two PICC plus statlock kits were returned for evaluation. An initial visual observation showed one of the kits was returned sealed and the other kit was returned opened. The plastic retainer of the statlock device within the opened kit was observed to be completely detached from the pad. The retainer of the statlock device that was returned in a sealed kit was observed to be slightly detached from its pad along the top edge. When an attempt was made to pull the retainer off of the pad, the retainer was found to detach from the pad with little force. A microscopic observation revealed adhesive on the undersides of both retainers; however, the amount of adhesive on the underside of the sample that was returned in a sealed kit was notably less than the amount of adhesive on the sample that was returned detached. The cause of the detached retainers appears to be poor adhesive coverage and/or improper primer application. The investigation was forwarded to the manufacturing facility for further evaluation. Awareness training was performed with the manufacturing operators regarding this complaint. A lot history review (lhr) of judxf049 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (judxf049) have been reported from the same facility in canada.

Event description:
It was reported that the PICC post is not adhering to the piece that adheres to the patient¿s skin. The post comes off very easily when it is manipulated to attach it to the patient¿s access device. Two devices were returned, this file addresses the first device.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of judxf049 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC post is not adhering to the piece that adheres to the patient¿s skin. The post comes off very easily when it is manipulated to attach it to the patient¿s access device.